Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged strain reliefs, conductor breakdown, kinks in cables. Fluid ingress within both power cables of the returned heartmate 3 system controller was confirmed. The heartmate 3 system controller (serial number: (B)(4)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed 256 events spanning approximately 4 days ((B)(6) 2020,per the timestamp). There were no events related to the reported event active in the log file. Pump operation was not affected. The controller was disassembled to inspect the internal components. Fluid ingress was found within the controller as well as on the power cables under the outer jacket. The system controller underwent preliminary, functional testing, and the system controller was able to operate a pump for an extended period of time as intended. The root cause of the fluid ingress found within the power cables of the system controller was not able to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial# (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 17may2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had green coloring on power cables connected to the controller. The controller was exchanged, and returned for evaluation. Upon investigation of the returned device, it was noted that the controller had damage to its power cables.